Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire while being use for stapling of the colon. The jaws did not lock on the tissue. Another handle from the same lot number was used and did not lock on the tissue either. They used a third handle from a different lot number which worked properly an they were able to complete the case. They had another handle from the first lot number remaining in their storage. They kept the three handles which the two ones that had been used and the third that was in their stock and put them aside, waiting to be returned. There was no injury caused to the patient and no medical intervention was required.